Manufacturer narrative:
The insulin pump received with severe scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a worn down screen. It was hard for the customer to see the screen. His blood glucose level was 179 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.